Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately 1058 days after conduit placement in the left upper arm, the patient experienced stenosis of vascular access. It was further reported that at the 42 month study visit, the patient experienced prolonged bleeding during dialysis, and an ultrasound showed an area of stenosis. Reportedly, approximately 17 days later, the patient underwent a left upper extremity loopagram and angioplasty of the brachial artery and the event was considered resolved the same day. The patient was discharged one day post admission. The current status of the patient is unknown.